Event description:
It was reported that a few mins after starting a platelet transfusion through the device, the pt developed an itchy throat, vomiting, decrease in blood pressure (110/60mmhg to 80/40mmhg), shock, hypoxia, hypothermia, shivering and extreme swelling of the face. The transfusion was stopped and the pt wad administered corticosteriods, antihistamine, oxygen and IV fluids. The pt reportedly recovered. Two days later on 9/2/1999 the pt required another platelet transfusion. Prior to this transfusion, the pt was given corticosteriods and antihistamine. A few mins after the start of the transfusion through the device, the pt developed respiratory distress (respiratory rate increase 28c to 44c), vomiting swollen face, a decrease in blood pressure (100/60mmhg to 60/35mmhg), hypoxia and shock. The transfusion was stopped and the pt was given corticosteriods, antihistamine, oxygen and IV fluids and was transferred to the ICU. The pt's blood pressure returned to normal within one hr.